Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the pump alarm and alert volume was too faint. Reportedly, pump ran out of insulin due to customer being unable to hear the out of insulin alarm. There was no reported impact to the customer's blood glucose. The customer continued using the pump for insulin therapy.